Manufacturer narrative:
A ge svc rep conducted an onsite investigation. The single board computer, the kv control board, the hard drive, the power supply, the sys interface board, the table eeprom, and the fiber optic cable were replaced. The sys was tested and operates as intended.

Event description:
The customer reported that the sys would not perform fluoroscopic x-ray intermittently. No pt injury was reported.